Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode had a recent change in r-wave morphology, and now the r-wave was shortened, notched, wide, and no longer biphasic. This contributed to oversensing of r-waves and t-waves, resulting in untreated episodes, inappropriate atrial fibrillation (af) detections, and one inappropriate shock. This s-ICD was programmed to alternate, 1x. It was noted that the impedance measurement of 105 ohms. Automatic setup was performed in clinic, and only secondary and alternate vectors passed. Reprogramming to 210/240 secondary 2x was performed in-clinic, and they were able to re-enable smart pass while patient was lying on his side. This s-ICD remains in service. No additional adverse patient effects were reported.